Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment of a thoracic aortic dissection using gore® tag® conformable thoracic stent graft with active control system. In (B)(6) 2024, false lumen enlargement was observed on a computed tomography imaging. On (B)(6) 2024, a reintervention was performed, no obvious endoleak was confirmed but two additional stent grafts were placed down to proximal to the celiac artery. The patient tolerated the procedure.

Manufacturer narrative:
B5: updated product description in the describe event or problem.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment of a thoracic aortic dissection using conformable gore® tag® thoracic endoprosthesis. In (B)(6) 2024, false lumen enlargement was observed on a computed tomography imaging. On (B)(6) 2024, a reintervention was performed, no obvious endoleak was confirmed but two additional stent grafts were placed down to proximal to the celiac artery. The patient tolerated the procedure.

Manufacturer narrative:
B3: the date of incident is unknown. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, adverse events which may require intervention and/or conversion to open repair include but are not limited to: aortic expansion.